Event description:
Approximately two months post index procedure this patient was hospitalized for chest pains; with positive results for angiogram blockage. The patient refused an additional pci procedure. The event was reported as related to index procedure by the reporter of the event.